Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The distal coupler was deformed; pellethane tubing at the distal tip of the paddle assembly was torn and wrinkled exposing the nitinol frame. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report is to advise of a peeled catheter with material deformation found during investigation.